Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, non-sustained rv oversensing episodes due to rv lead noise were observed. Isometric testing and pocket manipulation could not reproduce the noise. The noise was too large for programming changes. The lead will be replaced. The patient was stable.

Event description:
New information received notes that the lead was explanted on (B)(6) 2019. Externalization of a small section above the superior vena cava (svc) coil of the lead was noted. Brachiocephalic vein was ruptured during the procedure. The physician elected to implant epicardial leads to bypass the svc so that the rupture could be repaired. The patient's condition was unstable after the procedure. The patient expired on (B)(6) 2019 due to the vein rupture.